Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 5+. Tricuspid annulus was dilated with a restricted septal leaflet. There was also a mobile intra-cardiac device (ICD) lead that was impinging on the septal leaflet. Imaging quality was very difficult. A xtw (lot: 41001r1035) was implanted after multiple difficult grasping attempts. A second triclip xtw (tcds0301-xtw lot: 41212r1018) was placed after multiple difficult grasping attempts as well. A third triclip xtw (tcds0301-xtw lot: 41212r1017) was then advanced to the valve and positioned between the ICD lead and the prior clips. Grasping attempts were made unsuccessfully and the device was inverted and retracted to the right atrium (ra) to better correct a septal hugger trajectory. While retracting the inverted clip to the ra the clip appeared to make contact with one of the leaflets and tension was felt on the device. After retracting to the ra it was noted that the second clip tcds0301-xtw lot: 41212r1018 no longer had a grasp on the anterior leaflet and was only attached to the restricted septal leaflet (single leaflet device attachment (slda)). The slda was stable, but the third clip was then advanced to the valve again and implanted to further reduce tr. While there was no contact between clip 2 and clip 3, clip three's contact with the leaflet during retraction was reported to have caused the slda. The procedure ended with tr reduced to grade 4+. Two days post procedure the tr was grade 1-2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported is related to challenging patient anatomy (mobile ICD lead impinging on septal leaflet crating large coaptation gap). The reported device damaged by another device (dislodged) and incomplete coaptation/slda (single leaflet device attachment) are related to procedural conditions (interaction between another clip and leaflet during procedure during clip retraction). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 5+. Tricuspid annulus was dilated with a restricted septal leaflet. There was also a mobile intra-cardiac device (ICD) lead that was impinging on the septal leaflet. Imaging quality was very difficult. A xtw (lot: 41001r1035) was implanted after multiple difficult grasping attempts. A second triclip xtw (tcds0301-xtw lot: 41212r1018) was placed after multiple difficult grasping attempts as well. A third triclip xtw (tcds0301-xtw lot: 41212r1017) was then advanced to the valve and positioned between the ICD lead and the prior clips. Grasping attempts were made unsuccessfully and the device was inverted and retracted to the right atrium (ra) to better correct a septal hugger trajectory. While retracting the inverted clip to the ra the clip appeared to make contact with one of the leaflets and tension was felt on the device. After retracting to the ra it was noted that the second clip tcds0301-xtw lot: 41212r1018 no longer had a grasp on the anterior leaflet and was only attached to the restricted septal leaflet (single leaflet device attachment (slda)). The slda was stable, but the third clip was then advanced to the valve again and implanted to further reduce tr. While there was no contact between clip 2 and clip 3, clip three's contact with the leaflet during retraction was reported to have caused the slda. The procedure ended with tr reduced to grade 4+. Two days post procedure the tr was grade 1-2+.